Event description:
It was reported that a minimum fill notification during the load sequence. A new cartridge was loaded to resolve the issue. There was no adverse effect to customer's blood glucose level.